Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker was explanted and replaced due to normal battery depletion (nbd). A request was made for the device to be returned. This device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the non-boston scientific right ventricular (rv) lead due to low out of range pacing impedance measurements, measuring 117 ohms. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the non-boston scientific right ventricular (rv) lead due to low out of range pacing impedance measurements, measuring 117 ohms. No adverse patient effects were reported. This pacemaker remains in service.